Manufacturer narrative:
(B)(4). No malfunction apparent. User reportedly went into his bathroom unattended and unannounced to light a cigarette. The pt had not removed the cannula and caught the cannula on fire upon lighting the cigarette. The user sustained a burn injury and reportedly expired. It's reported there were o2 signs in the room and home. Device is labeled regarding no smoking. The rec'd MDR states, the pt's son and pt were previously educated on o2 precautions/safety and not to smoke while using oxygen. No malfunction apparent.

Event description:
The medwatch report alleges, the consumer went unattended and unannounced into the bathroom to light a cigarette while using oxygen. The consumer allegedly did not remove the cannula prior to lighting the cigarette, resulting in the tubing catching fire near his mouth, causing him to stop breathing due to flames by his mouth.